Event description:
Intermittent occlusion alarms were reported, resulting in the customer's blood glucose level displaying "high," although the specific value was unknown. The customer addressed the issue with a correction injection, changed the infusion set and cartridge, and resumed insulin. Reportedly, the customer used the same cartridge longer than recommended, tandem technical support educated caller that cartridges should be changed every 48 hours with humalog insulin.